Event description:
The customer reported that her visera elite video system center presented a noisy image and then no image during preparation for a diagnostic cystoscopy. According to the initial reporter, the staff resolved the issue and the procedure was completed without any patient harm reported.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report has been identified as a duplicate of report with patient identifier (B)(6). Consequently, this will be the final report provided under this number, all other/future information will be submitted under report with patient identifier (B)(6).